Manufacturer narrative:
An event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported devices were not returned; however, photographs were provided for review. The photographs show an explanted femoral component and insert that are covered in biological material. No obvious damage can be seen in the photos. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to ligament laxity. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to ligament laxity. A 3x9 cs insert and size 4 pressfit cr femur were revised to a size 4 ps femur and 3x11 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.